Event description:
Revision of cormet resurfacing to a thr after 4 months due to aseptic loosening of the acetabular component.

Manufacturer narrative:
Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed for both the femoral head and acetabular cup components.